Event description:
Pt was connected to 5 fu pump [redacted] at 13:31. Pump should have infused over 48 hours. Pt states pump was empty [redacted]-2 days later 02:30. Pt c/o [complained of] feeling more fatigued than usual and having liquid stools via colostomy. Use of imodium reviewed with pt. Actual pump secured in biohazard bag and stored in pharmacy until further guidance from manufacturing company. Dosifuser rep emailed regarding this incident. Awaiting response as of [redacted]-end of the month. This has been escalated to the [redacted] quality team.